Event description:
It was reported that the lead was capped due to loss of capture. The lead had been turned off for quite sometime, it was capped and replaced successfully on (B)(6) 2017. No adverse consequence to the patient was reported.